Event description:
The customer reported that prior to use on a pt, all of the lines of info on the display of the iabp were erratic. The iabp was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep observed that all of the lines of info on the display of the iabp were erratic and that the coiled cable assembly was damaged. He replaced the coiled cable assembly (part number: (B)(4)). The company rep also observed that the iabp had IV drip solution spilled on the unit. He pulled all covers, front end board, ect and cleaned the solution from the unit. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).